Event description:
It was reported that during a patient's generator replacement, low impedance was observed after the new generator was attached to the patient's leads. The surgeon indicated they observed a fracture in the plastic of the lead. It is unknown if the fracture was limited to the outer tubing or if inner and outer tubing were fractured. Additional information was received that the patient was rescheduled for lead revision and that the patient's leads were replaced. The suspect product has not been received by the manufacturer to date. No additional relevant information has been received to date.